Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, possible under delivery anomaly, cannula bent. The customer reported blood glucose value of 317 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1880, mmt-398a, mmt-332a. Troubleshooting was performed. Customer was not using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported event. Customer was able to remove infusion set and identified the cannula was bent. Customer declined to continue pump troubleshooting. Customer reported insulin flow blocked alarm. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1880. No product return is required for mmt-398a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, seating, basic occlusion test, occlusion test, and force sensor test. Unit passed dat test at 0.0875 inches. No over delivery anomalies or unexpected no delivery alarm noted during testing. Unit successfully downloaded to thump and carelink. Was unable to verify bolus deliveries or no delivery alarms due to the pump history did not go back far enough to cover event date. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies or unexpected no deliveries alarm noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.